Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient underwent a lead replacement due to high impedances. The physician suspected a broken connection and confirmed that there were no exposed wires on the lead.

Event description:
A report was received that the patient underwent a lead replacement due to high impedances. The physician suspected a broken connection and confirmed that there were no exposed wires on the lead.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm. Sc-2218-70 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Sc-2218-70 sn (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement due to high impedances. The physician suspected a broken connection and confirmed that there were no exposed wires on the lead.